Manufacturer narrative:
Quality control (qc) level one was within specifications on (B)(4) 2009 and qc level two resulted within specifications on (B)(4) 2009. A system check performed on (B)(4) 2009, resulted within specifications. Service was not dispatched for this event. Root cause was not identified. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test result was reactive. Repeat analysis was performed. The test results were nonreactive. The initial, elevated result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.